Manufacturer narrative:
The maude event report indicates the patient to have been implanted with both bard and non bard/davol mesh devices. The report did not include contact information for the patient; therefore, we are unable to request additional information at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information available at this time, no conclusions can be made. Should the patient contact davol with additional information a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported via maude event report (mw5064576): "since implant of the mesh, patient has experienced left groin pain during bowel movements, erections, ejaculations. He has blood in his stool, irritable bowel syndrome, tooth decay, testicular pain, left sided joints that are painful and pop. He states that he feels a free floating mass or ridge that has also been palpated by pt. He has seen 5 different urologists and has had 35 hours of pt with various therapists. He states that it feels like the mesh is shrinking and cutting into his abdominal wall."